Manufacturer narrative:
E1- phone number: (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head's image was not centered. The issue occurred during a diagnostic nasal endoscopy and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The issue of "off-centered image" which was reported in the initial medwatch is a non-reportable malfunction. This issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Image visibility is still present (adequate) and is not lost; the device will be able to perform its essential function.

Event description:
This supplemental report is being submitted to provide a correction to the initial report.